Event description:
Revision hip of an accolade ii (implanted in 2020) due to subsidence revised to restoration modular stem. During surgeon tightening of proximal conical body with 5mm hex the screw snapped at ~5mm distal end of screw thread. Surgeon retrieved snapped end of screw from patient. Proximal cone body re-implanted and new proximal cone body screw tightened with hex screw and torque wrench without issue.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.